Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.